Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was oversensing observed on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) system leading to inappropriate storage of atrial tachy response (atr) episodes. The ra lead is a non-boston scientific product. Technical services (ts) reviewed device strips, and determined the clinical observations were related to respiratory rate trend (rrt) oversensing. Ts discussed troubleshooting and programming options. No adverse patient effects were reported. This product remains in-service.